Manufacturer narrative:
The device was received for evaluation. During functional testing, infusing under appropriate range was reproduced. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Device evaluation performed preventive maintenance flow rate accuracy test and it failed . Some fluid is present in door, was able to be cleaned up . A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified .temperature sensor requires to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused during unspecified process in the biomed service department. There was no patient involvement. No additional information is available.